Event description:
On (B)(6) 2014, a gore-tex® vascular graft was implanted in the patient¿s upper arm and a good blood flow was observed. On (B)(6) 2014, the graft was punctured with a 17f dialysis needle where immediately an occlusion of the medical device was observed. On (B)(6) 2014, the gore-tex® vascular graft was explanted. The graft was inspected for infection which could not be confirmed. On (B)(6) 2014, a jotec prosthesis was implanted in the patient¿s upper arm and a good blood flow was observed. On (B)(6) 2014 the graft was punctured with a 17f dialysis needle where immediately an occlusion of the medical device was observed. The prosthesis still remains in the patient but is not used for the dialysis treatment.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot number remains unknown. The device was discarded, so no engineering investigation could be performed.